Event description:
It was reported that pump screen was less responsive than before and required removal of pump case to register touch, which occurred frequently. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional actions were taken by technical support.